Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. 1.19.24- IV primary infusion round to have run completely through pump prior to expected completion of the infusion and additionally when discovered it was reported that there was air in the line halfway to to the patient and that the pump was not alarming air in line. Equipment/supplies involved- bd pump infusion set back check valve ref 2420-0007. Bd secondary set (vented/nonvented) m53500-15tubing was not saved. Alaris brain and channels involved were returned to the floor after biomed testing and the pumps are trying to be located again on that unit. Brain 1-023 and pump 2-017.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of infusion accuracy - fast infusion - could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.